Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance trend on the rv (right ventricular) pacing lead was decreasing to beyond the expected lower range.

Event description:
It was reported that the right ventricular (rv) lead experienced a decreasing and low impedance measurement. Ventricular oversensing and noise was noted when programmed in a unipolar configuration. The lead was attempted to be replaced. However, due to an occlusion, a new lead was not able to be placed. The lead remains in use and another procedure will be scheduled at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.